Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Surgical intervention may take place at a later date.

Manufacturer narrative:
A false elective replacement indicator message was reported to abbott but could not be confirmed. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicates updating the app addressed the issue.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.